Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due to audible alert every four hours. The implantable cardioverter defibrillator (ICD) was interrogated, and upon interrogation the rv lead integrity alert was deemed the reason for the alarm. The rv lead exhibited what appeared to be lead noise, and oversensing. In an attempt to re-create noise, isometric movements were performed and although a few beats with oversensed/noise was noted, it was believed to not be caused by isometrics but rather the heart beat. Consultation indicated a suspected lead fracture. The patient was admitted for rv lead revision. During the rv lead revision procedure once the pocket was opened, the physician visualized that the terminal pin of the rv pace/sense portion of the lead was not fully inserted. The physician corrected the issue, satisfactory electrical testing was performed through the device and the pocket was closed. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.